Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that some of the pump settings had been reset when the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 12/16/2016. The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings. During investigation, the pump was exercised for 24 hours with the users (insulin to carbohydrate ratio) I:c ratio. After 24 hours, the battery was removed to simulate a battery change. When the pump powered back on, the I:c ratio and all the other relevant user settings remained programmed in the pump. (B)(4).